Manufacturer narrative:
The investigation is still in progress . A supplemental report will be provided after completion. Reference MFR. Reports: 1221359-2022-02141.

Event description:
The customer reported six false positive results with the idnow covid-19 assay performed on (B)(6) 2022. On midturbinate nasal conformation test (pcr), was performed on (B)(6) 2022. Nasopharyngeal swabs and generated negative result. Additionally, the customer confirmed there was a delay on staff tested positive,missed work, were found negative through pcr testing.no additional patient information, including treatment and outcome was provided. This report is six of six .

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m180456 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m180456, test base part number 190-000 / lot m180456. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m180456 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, a possible assignable root cause is patient sample interference. Reference MFR. Reports:1221359-2022-02136 through 1221359-2022-02141.